Event description:
During an implant attempt electrical and connection issues were reported to the subject pacemaker. Reportedly the patient showed 3:1 av block and spontaneous rhythm around 40bpm before the implantation. During the intervention, before connecting the leads, spontaneous rhythm was checked, however ventricular rhythm did not appear even with a pacing rate of 30 min-1. When the ventricular lead was inserted into the device transient complete av block was observed. The lead was then connected to the external pacemaker and pacing was delivered. Subsequently the atrial lead was inserted. After inserting the screwdriver into the associated slot, the ventricular lead was reconnected to the subject device: the connector pin was protruded from the connector block but click sound was not heard when the physician turned the screwdriver and pacing spikes were not confirmed. The lead was subsequently pulled easily from the device without unscrewing the set-screw and reconnected to the external pacemaker. Cardiac arrest was confirmed for 10 seconds. The lead was then re-connected to the subject device with the screwdriver fully inserted into the slot and click sound as confirmed, however pacing failure and cardiac arrest were observed again. A new device was implanted.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.